Manufacturer narrative:
Additional information: d.9., h.3. Corrected information: g.4. Plant investigation: the actual device was returned to the manufacturer. A visual inspection of the returned cycler exterior showed signs of physical damage: heater tray discolored. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual no indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. Valve actuation test ¿ passed.system air leak test ¿ passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient's contact reported that the patient went to the hospital for a blood pressure check and was diagnosed with peritonitis. Subsequent attempts to obtain additional information (e.g., hospital record, discharge summary, medication record, patient demographics) were unsuccessful.

Event description:
A peritoneal dialysis (pd) patient's contact reported that the patient went to the hospital for a blood pressure check and was diagnosed with peritonitis. Subsequent attempts to obtain additional information (e.g., hospital record, discharge summary, medication record, patient demographics) were unsuccessful.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse events of peritonitis, which required hospitalization. The etiology of the serious adverse events is unknown; therefore. Causality could not be established. Those individuals undergoing pd therapy (manual or cycler-based) are at high risk for infections of the peritoneum . It should be noted that a lack of clinical follow-up precluded a more comprehensive investigation. Based on the information available, the patient¿s liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations, the manufacturers¿ specifications, or required replacement. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.